Manufacturer narrative:
(B)(4). Batch # m53c6y. The analysis results showed that the tlh30 device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The device was disassembled to verify the condition of the internal components and no anomalies were found. The adjusting knob functioned as intended and without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an open anterior resection, the adjusting knob had a difficulty in being rotated at the beginning. The device was released once. Then, the device was closed again and it was fired. However, all deployed staples were unformed. The device was used on the rectum. Another device was used to complete the case. There were no adverse consequences to the patient.